Manufacturer narrative:
Per tandem's user guide: your t:slim x2 g5 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer got pump wet and a malfunction alarm occurred. Customer's blood glucose level was 150 mg/dl. Reportedly, the customer did not have alternate insulin therapy available.